Manufacturer narrative:
E1: initial reporter first name: e1: initial reporter last name: e1: initial reporter facility name: e1: initial reporter address: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an unspecified location of an unspecified ultrafilter (u9000) set during prime. There was no patient involvement. No additional information is available.